Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer's device and observed that the device had an event code logged in the device's memory that is indicative of a device failure. The therapy pcb was replaced to solve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device had an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be q8 shorted in the h-bridge defibrillation output circuit.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation, stryker observed that the device had an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.